Event description:
On (B)(6) 2013, the patient contacted animas stating while on vacation, the pump lost power after it was exposed to water. The patient reportedly tried replacing the battery multiple times and was unsuccessful powering up the pump. It was noted that the patient was eventually able to restore power on the pump and had used a loaner temporarily. The battery cap was reportedly replaced about a month to three months ago. The patient denied damage to the battery cap or battery compartment. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged intermittent power issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/11/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated one pump reboot associated with a battery change. The battery compartment was observed to be cracked, however no evidence of moisture ingress was visible in the battery compartment and the battery cap was able to fully secure to the pump. A power loss was not observed. The battery cap measured within specifications, and the pump was exercised for 24 hours with no power loss or related alarms. The pump case was removed and no evidence of moisture ingress or damage was found. No evidence of intermittent contact was found on the battery terminal contacts. Unrelated to the complaint, the display screen appeared dim, discolored, and difficult to read.